Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3889-33 interstim urinary mgu lead, implanted (B)(6) 2013; 3058 interstim urinary mgu ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a systemic infection. The device was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.